Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event.

Event description:
It was reported that patient with preoperative diagnosis of radiculopathy underwent revision surgery to remove the screws. Intra operative,surgeon made an incision and loosened set screws from left cranial side to remove. When the shaft was used at l4 to loosen set screws, there was some kind of noise. The tip of the driver was found to be broken after confirming that the screws were loose. The broken part was found by suction. Fluoroscopic images revealed no fragments. The surgeon determined that no fragments were left in the patient's body. After the event, the driver was changed with another one to continue the surgery. No patient complications were reported as a result of the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.